Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis. The target lesion was located in the proximal right coronary artery with 95% stenosis and was 8.0 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and implanting a 3.5 x 16 mm perseus study stent, and post-dilatation with 5% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2008, the patient was admitted with worsening cardiac chest pain. The mid right coronary artery (mid rca) and distal right coronary artery (dist rca) were treated with balloon angioplasty and placement of a taxus express2 stent with 0% residual stenosis. In (B)(6) 2010, the patient was admitted with cardiac chest pain and shortness of breath. Angiograpy revealed serve in-stent restenosis in the proximal and distal rca. The proximal and distal rca were treated with balloon angioplasty and placement of two non bsc stents. The patient was discharged the next day.